Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak inside the coulter ac t diff 2 analyzer. The volume of the leak was of a few drops and was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse inspected the instrument and found that the rinse block was leaking. The fse found that the vacuum line for the rinse block was clogged. The fse flushed the vacuum line to the rinse block and the leak was repaired. The fse verified the repairs per established procedures. The cause of the leak was that the vacuum line of the rinse block was clogged. (B)(4).